Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported two of the pt's ((B)(6)) three programs are not producing effective therapy relief. A diagnostic test did not reveal any issues with respect to impedance. The pt has reportedly been engaged in vigorous physical activity (swimming). Lead migration is suspected as the contour of the lead is visible under the pt's skin. Reprogramming was undertaken to increase the perception level for two of the pt's programs. An x-ray has been ordered for further interrogation.